Event description:
Philips rec'd a report that the technologist had selected the "pt load" pre programmed motion for the sys. As the sys table was lowering the pt down to the pt load position, the technologist heard a noise coming from the sys and the table slowly came down and stopped. The table stopped on its own once it reached its hardware limit on the table. The technologist was able to remove the pt from the table. The pt was not injured as a result of the reported issue occurring at the site.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The field safety engineer evaluated the sys and determined that a failed lower ball screw had caused the reported issue at the site. The fse noticed that the pulley was striped out its threads; thus not allowing the table to go up or down. The fse ordered and replaced the damaged parts to correct the reported issue. No parts were returned for the evaluation of this complaint. After replacing the parts, the fse performed table motion testing prior to handing the sys over to the customer. The site has not experienced the reported issue since the repairs were made. (B)(4).

Manufacturer narrative:
(B)(4). MDR (1525965-2013-00163) and cover letter was submitted to the FDA on 31-may-2013. On 28-feb-2011 it was reported to philips that on (B)(6) 2011 the technologist had selected the ¿patient load¿ preprogrammed motion (ppm) for the system. As the system table was lowering the patient down to the patient load position, the technologist heard a noise coming from the system and the table slowly came down and stopped. The table stopped on its own once it reached its hardware limit. The technologist was able to remove the patient form the table. The patient was not injured as a result of the reported issue occurring at the site. The field service engineer (fse) evaluated the system and determined that a failed lower ball screw had caused the reported issue at the site. The fse noticed that the pulley was stripped out its threads; thus not allowing the table to go up or down. The fse ordered and replaced the damaged parts to correct the reported issue. No parts were returned for the evaluation of this complaint. After replacing the parts, the fse performed table motion testing prior to handing the system over to the customer. The site has not experienced the reported issue since the repairs were made. Further ami engineering review of the reported event has determined that if this malfunction were to recur, it would not be likely to cause or contribute to death or serious injury. The forte table contains two linear bearings that would limit the table to drifting down a maximum distance of twelve inches prior to coming to rest on one of the bearings. This would not cause a free-fall of the table, but rather, a drift down to the bearing. If this issue were to recur prior to the completion of a scan, a patient may need to return for the scan at another time, possibly requiring a radiopharmaceutical reinjection which is considered minor harm. Since no parts were returned for further investigation, root cause could not be determined. The probable root cause of the issue was the pulley being stripped on the lower lead screw for the forte table.